Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the head brake caster teeth were worn. The technician replaced the brake caster to repair the bed.